Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvic area') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("I have to take meds to control the itch"), rash ("still get the rash"), menstruation irregular ("irregular periods"), urticaria ("hives"), alopecia ("hair loss"), muscle twitching ("twitching of body"), headache ("headaches") and stress ("stress") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, pruritus, rash, menstruation irregular, alopecia, weight increased, muscle twitching and headache outcome was unknown and the urticaria had not resolved. The reporter considered alopecia, headache, menstruation irregular, muscle twitching, pelvic pain, pruritus, rash, stress, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event stress was added. Outcome of the event hives updated not recovered. On 23-mar-2020: no new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.